Manufacturer narrative:
Extension model 37085. Serial# unknown implanted: (B)(6) 2010. Explanted: (B)(4) 2011.

Event description:
It was reported that the patient was implanted in 2010 with an activa pc connected to the lead through a 37085 extension. The patient experienced a feeling of traction and so much pain in the neck that the physician decided to revise the implant. During the procedure the physician found a lot of adherences along the extension. The extension was replaced with a new 37085. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.